Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety mechanism on the bd saf-t-intima¿ IV catheter safety system failed to activate during use. The following information was provided by the initial reporter, translated from portuguese: "the intima device for venipuncture was used and the needle safety device did not activate."

Manufacturer narrative:
H6: investigation summary bd was unable to perform a thorough investigation as no sample, photo displaying the defect, lot, or batch number were provided. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Event description:
It was reported that the safety mechanism on the bd saf-t-intima¿ IV catheter safety system failed to activate during use. The following information was provided by the initial reporter, translated from portuguese: "the intima device for venipuncture was used and the needle safety device did not activate."